Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Customer was able to lower their blood glucose to 291 mg/dl with the insulin pen. Troubleshooting did not find any leaks or air bubbles present. Customer also reported the insulin vial appeared to be foggy. Customer also reported receiving a no delivery alarm that was resolved by a complete set change. The customer declined to return the insulin pump for analysis.